Event description:
A report was received that stated a nurse was splashed with a medication. The pt was receiving the medication via a gluteal needle. During the injection the needle became detached from the syringe and the drug splashed on the rn's assistants face and hands.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the result of the eval.